Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that the ant icon appeared in place of cgm readings for more than three hours with multiple transmitters. There was no indication that the device caused or contributed to an adverse event. This complaint is being ruled out because this issue is unlikely to be attributed to a pump malfunction. This alarm has no impact on insulin delivery by the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-nov-2017 with the following findings: during investigation, the pump was found to be damaged beyond investigation. The display was fully shattered and the pump interior was visible. The battery compartment and pump casing were shattered. The pump was unresponsive and unable to power up.